Manufacturer narrative:
Light adjustable lens explanted from the right eye due to the patient's persistent complaints of lower visual quality, although uncorrected visual acuity was 20/20. Patient had history of lasik in the right eye. The lens was replaced with another light adjustable lens. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is currently being evaluated.

Event description:
Light adjustable lens explanted from the right eye due to the patient's persistent complaints of lower visual quality, although uncorrected visual acuity was 20/20. Patient had history of lasik in the right eye. The lens was replaced with another light adjustable lens.

Manufacturer narrative:
Light adjustable lens explanted from the right eye due to the patient's persistent complaints of lower visual quality, although uncorrected visual acuity was 20/20. Patient had history of lasik in the right eye. The lens was replaced with another light adjustable lens. Evaluation of the returned lens found the lens to have been cut into multiple pieces.

Event description:
Light adjustable lens explanted from the right eye due to the patient's persistent complaints of lower visual quality, although uncorrected visual acuity was 20/20. Patient had history of lasik in the right eye. The lens was replaced with another light adjustable lens.